Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is saline implant "rupture."

Event description:
Healthcare professional reported a left side saline implant "rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: puncture opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening puncture assessed as a surgical damage consistent in the use of some surgical tool.

Event description:
Device has been explanted.